Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had very low hemoglobin levels starting the day after the pulse field ablation procedure. Due to this the patient's hospitalization was extended. There were no issues during the procedure. The device was disposed. Additional information was received. The patient has been discharged is in stable condition.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the follow-up 1, MDR in block(s) h6 patient codes.

Event description:
It was reported that the patient had very low hemoglobin levels starting the day after the pulse field ablation procedure. Due to this the patient's hospitalization was extended. There were no issues during the procedure. The device was disposed. Additional information was received. The patient has been discharged is in stable condition.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had very low hemoglobin levels starting the day after the pulse field ablation procedure. Due to this the patient's hospitalization was extended. There were no issues during the procedure. The device was disposed.